Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals were observed to be cracked during the loading process. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: device 1: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned inside the loading device. The tension spring assembly and the anchor tab were inside the delivery device. The seal was under the window on the loading device, it was cracked on the fifth row from the outer edge; it remained anchored to the tension spring assembly. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load and cracked seal. Device 2: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and anchor tab were not returned. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).